Manufacturer narrative:
None.

Event description:
On (B)(6) 2018 - customer reported that device was overheating. Device was classified as a "pump not working" per MDR assessment this event was not reportable. On 12/03/2018 - device received by dao health. On 12/12/2018 - device was investigated and found to be "low suction motor and not getting power from the board (did initially, then stopped). Motor runs on the power supply (but only makes about 3 inhg). The board makes 6 volts when measured at the pins but does not run the motor." On 02/04/2019 - during review of the engineering log, engineering decided to review this complaint again and examined the device. Further investigation determined the "q5 chip looks like it might be a little fried". Failure of the q5 chip is the root cause for dao health complaint code "smoking pump". Engineering promptly notified quality so that MDR could be filed. On 02/04/2019 - based on new information, quality began collection information so an MDR could be filed.